Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they applied a new infusion set, however it hurt on insertion and upon removal they found the site had bled. When they were about to change the infusion set and reservoir, they had dropped and compromised the infusion set by accident. They restarted the priming process. As a result, their blood glucose had gone over 400 mg/dl. The site was not bleeding at the time of the call. They declined troubleshooting for the high blood glucose. Their current blood glucose was 352 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.